Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the lvas supervisor that the pt disconnected the black lead to switch from power base unit to battery support. Subsequently, the white lead was disconnected, and at this time the battery life depleted and the pump stopped within 15-30 seconds. The hospital initially troubleshoot by changing the white lead and the system controller. However, these actions produced the same alarms. Another set of batteries was then used, without further incidents.

Manufacturer narrative:
The pt remains on lvad support. The batteries were returned to the manufacturer, and are currently being analyzed. No further information is available at this time.